Event description:
The scope was involved in therapeutic (ercp) endoscopic retrograde cholangiopancreatography and during the procedure, the doctor, against better judgement, attempted to pull a biliary stent through the working channel. The stent fragmented during this attempt. The stent was fully removed from the patient's (cbd) common bile duct; however, not all fragments could be confirmed to have been removed from the endoscope. This information was relayed to the reprocessing room staff. During reprocessing, the staff found that there was difficulty brushing the channel of the endoscope, though they could not produce any fragments. Out of an abundance of caution for a ¿foreign body¿ in the scope and/or damage to the working channel, the endoscope was processed and sequestered for sending out for repair. The intended procedure was completed with the same device without delay. The customer reported that the foreign material inside the scope was the stent material from the broken stent. The customer provided the cleaning, disinfection, and sterilization (cds) processes, where no obvious deviations from the instructions for use (IFU) were identified.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation legal manufacturer's final investigation. New information added on fields: b5, h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's malfunction of a foreign body found in the scope was confirmed. An additional reportable malfunction of no forceps passage due to a foreign object inside the channel was also identified during the device evaluation. Based on the results of the investigation and the information provided, foreign material was found in the biopsy channel, and the biopsy channel was clogged with a stent that was used in the previous procedure. We confirmed that the user's stent had broken in the previous procedure. The legal manufacturer reviewed the customer's provided cleaning, disinfection, and sterilization (cds) processes, and no obvious deviations from the instructions for use (IFU) were identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the working channel of the duodenovideoscope possibly had a foreign body and/or was kinked. There was difficulty brushing the working channel during reprocessing, and the obstruction could not be cleared. There were no reports of patient harm.